Event description:
A customer reported that the battery in their insulin pump was depleting excessively fast, with estimated depletion rates surpassing 35% per day, despite activities not typically causing such rapid depletion. This issue did not lead to a pump shutdown, and there was no adverse impact on the customer's blood glucose level. Technical support confirmed the battery depletion and decided to replace the pump under warranty. The customer was instructed on how to put the pump into storage mode and agreed to return it using a pre-paid label within ten days. In the meantime, the customer planned to continue using the current pump to ensure uninterrupted insulin delivery.